Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer changed supplies to address the occlusion alarm. Customer¿s blood glucose level was greater than 300 mg/dl.